Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported failed upstream occlusion test, which was experienced during eval. The unit was calibrated and re-tested with passing results.

Event description:
During baxter's eval of a spectrum pump, the device failed to display the upstream occlusion message during preventive maintenance testing. There was no pt involvement.